Manufacturer narrative:
The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that loose right power connector seen in smr update. Controller was exchanged and no consequences to the patient. No additional information provided.

Manufacturer narrative:
The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device could not be performed since the device was not returned for evaluation. The reported event of poor mechanical connection could not be confirmed as the unit was not returned for analysis. Heartware has opened an internal investigation to evaluate these types of issues. This issue is currently being investigated by the manufacturer. Analysis could not be performed as the device was not returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that a power port was loose on the controller. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed during visual inspection. Analysis of the device revealed that the device failed visual inspection due to a loose power port 1 and power port 2 connector. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process; heartware has opened an internal investigation to address loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.